Manufacturer narrative:
The reported issue is confirmed. The root cause was a failed chiller. The device was evaluated upon receipt. There was a ctu error 80. The cause of the error weas found to be a failed chiller. The chiller was replaced. There was a failed pressure transducer causing false pressure readings. The pressure transducer was replaced. The coin cell was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been experiencing issues with arctic sun device sn dydty516 since yesterday. They were cooling the patient to 98.6f, but the patient was still 100.4f. The water temperature was 82.2f. They were getting alert 113 (reduced water temperature control) about every 30 minutes. Chiller temperature (t4) was 82.6f, mixing pump command was 100 percent, system hours 1428.0, pump hours 1283.2. The device was unable to make cold water and needs to go to biomed labeled with alert 113, not cooling. It was reported that the arctic sun device had failed a calibration error 80 (water check time out; unable to reach calibration temperature) expected value was 6, actual value was 25.9. Per review of wo notes, the drain water from the left port approximately 340 ml came out of the drain port. They discussed this could be a failed mixing pump. It also could be a failed chiller and discussed a quote for a depot repair and a loaner. Per sample evaluation results on 03mar2026, the root cause for insufficient cooling was a failed chiller. There was also a failed pressure transducer causing incorrect pressure readings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been experiencing issues with arctic sun device s/n (B)(6) since yesterday. They were cooling the patient to 98.6f, but the patient was still 100.4f. The water temperature was 82.2f. They were getting alert 113 (reduced water temperature control) about every 30 minutes. Chiller temperature (t4) was 82.6f, mixing pump command was 100%, system hours 1428.0, pump hours 1283.2. The device was unable to make cold water and needs to go to biomed labeled with alert 113, not cooling. It was reported that the arctic sun device had failed a calibration error 80 (water check time out - unable to reach calibration temperature) expected value was 6, actual value was 25.9. Per review of wo notes, the drain water from the left port approximately 340 ml came out of the drain port. They discussed this could be a failed mixing pump. It also could be a failed chiller and discussed a quote for a depot repair and a loaner.